Manufacturer narrative:
(B)(4). It should be noted the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) state ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoleak, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and reoperation.¿

Event description:
On (B)(6) 2019, a patient underwent endovascular treatment of a left subclavian artery aneurysm using a conformable gore® tag® thoracic endoprosthesis, with axillary artery-axillary artery bypass and plug embolization for the left subclavian artery. On unknown date, a follow-up examination reportedly revealed a distal stent graft-induced new entry (dsine) and a possible proximal type I endoleak. On (B)(6) 2022, a reintervention was performed. During the reintervention, intra-operative angiography reportedly confirmed a proximal type I endoleak. Two additional stent grafts were implanted distally to treat the new entry tear. Additionally, ballooning was also performed proximally to treat the type I endoleak. It was reported the proximal type I endoleak slightly remained, but the physician determined it would resolve without further treatment. A final procedural angiograph was not performed. The patient tolerated the procedure. According to the physician, review of computed tomography performed prior to the initial treatment showed a small aneurysm near the distal end where the stent graft was implanted. The physician stated the distal edge of the stent graft had just hit the aneurysm, and it was thought that the stress caused a ¿dsine-like¿ condition.